Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from primetaper ev ø4.2 x 11mm os catalog # 68011099 to competitor unknown product implants catalog # competitor unknown product implants. Product has been changed to competitor unk since the case cannot be voided. This case turned out to be insufficient primary stability, which is not considered a complaint. Please disregard the initial report. This is a follow up report for this corrected information.

Manufacturer narrative:
Additional information: information received that this event was correctly reported in the initial report that was submitted on 23-sep-2024. This is a follow up report to report this new information. Additional information that was missed on the initial report is being added: a3 - gender - ni. B6 - relevant tests/laboratory data, including dates - not provided b7 - other relevant history, including preexisting medical conditions (e.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.) --- not provided d4 - model # - na. - serieal # - na. 7a - is this a single-use device that was reprocessed and reused on a patient?(select asku for unknown) -- no. D8 - no. H5 - labeled for single use? - yes. H6 - component code - 4755. H8 - usage of device - initial use of device. This is a follow up report for this additional information. Device received for this event is being corrected from competitor unknown product consumables catalog # competitor unknown product consumables to primetaper ev ø4.2 x 11mm os catalog # 68011099. We have received information that this is not an insufficient primary stability event as it was reported in the follow up report that was submitted 14-oct-2024. The initial report that was submitted was correct. Please disregard the follow up report #1 that was submitted. This is a follow up report for this corrected information.